Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2020. A manufacturing record evaluation was performed for the finished device lot pck006, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot mlm621, and no non-conformances were identified. Additional h3 investigation summary: three top foils of product code v548, lot pck006 were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue. Three unopened samples from a different lot of product code v548, lot mlm621 were received for analysis by the customer. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to receive device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an eye surgery on (B)(6) 2020 and suture was used. It was reported that the needle broke of the suture too easily. There was no adverse patient consequence reported.